Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose over 600mg/dl, and his blood glucose was treated with manual injections. The customer experienced nausea, vomiting, and excessive thirst. The customer called back to troubleshoot the device. The time, date, and bolus wizard were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula and it was occluded. Suggested to the customer to change the infusion set and reservoir every two to three days. Instructed the customer to change the entire infusion set and reservoir. The customer stated that his blood glucose was low in the morning and the doctor assisted him to adjust the basal rate. No further information was provided.